Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error 1660 that occurred on (B)(6) 2024. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the main board. As a result, the main board was replaced as preventive. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited error: lec1660, need log analysis. Event occurred before patient use, during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.